Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08028. It was reported the patient neither used nor charged the ipg (implantable pulse generator) since sometime in 2009. She had had a fall about 6 weeks after the implant and since then, the stimulation was like pins and needles down both legs. It was stated the stimulation was intolerable even after reprogramming attempts. X-ray imagery did not reveal any problems and hence, the system revision was not offered. It was also stated the patient felt heating and warmth at the ipg site but no redness or swelling was observed. The patient has an appointment with the doctor to discuss the device explant. No further information was available at the time of this report.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.